Manufacturer narrative:
Concomitant medical products : 694765 lead implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had exhibited elevated, but stable thresholds in 2013. During a 2018 upgrade procedure to a bi-v device, operative notes indicated that the right atrial (ra) lead became dislodged. During attempts to reposition the ra lead, the physician experienced difficulty extending the helix, and it took many turns to finally extend and position it. The physician noted that the lead could only sense, and it was not able to pace. In addition, the ra lead exhibited high impedance and was later noted to have fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.